Manufacturer narrative:
The device was not returned for evaluation. Electronic lot history record (elhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, there was no blood flow observed from the marker lumen when the prostyle device was advanced and positioned in the vein. An attempt was made with two additional prostyle devices; however, a cuff miss [suture retrieval issue] was noticed with both devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.